Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect was selected for use during a watchman case. It was noted by the scrub tech that the mechanical guidewire would not retract out and it was stuck in the dilator. The mechanical guidewire was removed and remained in one piece. No patient complications were reported. The coil or end of the coil was not able to be stretched freely. The versacross rf wire was used to complete the case, which was completed successfully. The device is not expected to be returned for analysis (it was disposed). No other issues were noted.